Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopic lobectomy, the surgeon was able to press the green button but unable to squeeze the handle. The device did not fire. Another handle was used with the same reload to complete the case. There was no patient harm.